Manufacturer narrative:
A follow-up report will be filed if more info becomes available.

Event description:
It was reported that the catheter was prepared for insertion as instructed. The md performed a "tap" on the radial artery without any event. Md placed the guidewire through the needle, then removed the needle & inserted the catheter without event. The next day the pt was taken for a CT scan. The pt was laid down for the CT scan. The extension line of the catheter "snapped-out." As a result, the catheter was removed & a new set was inserted without event. There were no reported pt complications.